Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator soon¿ was reported to abbott. The patient's ipg has reached end of life. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg is reaching end of life. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000082837.

Event description:
Related manufacturer report number: 3006705815-2023-04144. Additional information received reports that the patient's ipg was explanted and replaced. The patient's lead was explanted and replaced due to impedance issues on one lead. The investigation did not determine which lead attributed to this issue.